Event description:
International complaint received from foreign country. The customer reported that the tubing and connectors came apart while in use on patient, blood and fluids found on patient's bed. There was no reported patient injury or medical intervention. Samples not available for testing. No additional information available at this time.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 21 2007. The actual device will not be returned for evaluation. Samples have been reported as not being available.